Event description:
Physician was attempting to use the hawkone atherectomy device during procedure to treat severely calcified lesion in the mid distal left superficial femoral artery and popliteal artery. The vessel had no tortuosity and exhibited 70-95% stenosis. The artery diameter was 4-5mm and lesion length was 200mm. A non medtronic 6fr sheath and 4mm embolic protection device were used. The vessel was pre and post dilated. IFU was followed. It was reported that device was unable to go in the off position-unable to pack. Once the hawkone was loaded onto spider and advanced to the lesion site, a few passes were made. After a few passes, physician had resistance pushing thumbswitch into off position. Physician tried pulling the catheter back and turning device off but it would not turn off. Keeping the thumbswitch forward into off position, safely removed the device from the patient. Cutter was outside housing during removal from patient. No deformation noted to cutter. An angiogram was taken to confirm if any damage was done to the vessel and there was none. The device was cleaned per the IFU but the thumbswitch would not go into off position and pack correctly. A new device was opened to proceed. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.